Manufacturer narrative:
(B)(4) the UDI number cannot be provided because the catalog and lot numbers were not reported. No additional information about the device is available. **UDI related data quality updates only** other remarks: n/a corrected data: n/a

Event description:
It was reported that "balloon tech suspects a possible balloon rupture. Request iabp checkout". At the time of this report, there is no additional information available. If further information is received, the complaint file will be updated.

Event description:
It was reported that "balloon tech suspects a possible balloon rupture. Request iabp checkout". At the time of this report, there is no additional information available. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Additional information received on 28 nov 2023 states "iab ruptured and became intraped in patient requiring vascular surgery to remove. Patient is stable". The reported complaint for "possible balloon rupture" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a; corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "balloon tech suspects a possible balloon rupture. Request iabp checkout". At the time of this report, there is no additional information available. If further information is received, the complaint file will be updated.